Event description:
Analysis of the returned device found that the main coil had prematurely detached from the delivery wire. There was no clinical consequence to the patient.

Event description:
Analysis of the returned device found that the main coil had prematurely detached from the delivery wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was kinked at the proximal end and was prematurely detached from the delivery wire at the detachment zone as a result of electrolysis within the introducer sheath. The delivery wire and the detachment zone were kinked. There was blood present within the introducer sheath. The presence of dried blood in the introducer sheath can occur if the introducer was not removed after inserting the delivery wire into the rhv of the microcatheter. It can also occur if the rhv was insufficiently tightened around the introducer sheath. From the information provided the microcatheter with internal diameter of 0.021in was used for the procedure and continuous flush was not maintained during the procedure. It is most likely that the usage of an incompatible microcatheter and failure to maintain continuous flush caused the difficulties encountered in advancing the coil through the microcatheter, which resulted in the premature coil detachment. Therefore, an assignable cause of dfu instruction not followed has been assigned to this investigation.